Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: insert revision in tka 4 years and 7 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 21.may.2021: lot 163048: (B)(4) items manufactured and released on 4-aug-2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017.

Event description:
Revision surgery performed 4 years and 7 months after the primary surgery due to ligament instability (the reason is unknown). The surgeon replaced the liner 10mm and implanted the liner 14mm.